Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they did not receive audio alerts from the g5 application on (B)(6) 2016. No injury or medical intervention was reported.